Event description:
Customer reported, that a mix up and lost saved images. She also reported, the missing mixed up images occurred after rebooting unit.

Manufacturer narrative:
Service rep replaced the hard drive, able to save and retrieve images with correct pt info, in addition to recalling all saved images after the system booted-up. Checked unit operations, unit functions as intended.